Event description:
The customer reported via the sales representative that when the surgeon was implanting a recon nail allegedly the set screw did not engage. The customer further reported that the threads on the screw did not appear to be normal. The customer reported that surgery was completed using a different screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed the set screw to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The deformations and abraded material of the thread windings indicate that the user tried to insert the screw in oblique mode with forces; due to this the windings got damaged. Although damaged the screw could be full inserted into a sample nail without problems. The case is attributed to a user error. No non-conformity identified; no actions are in place.

Event description:
The customer reported via the sales representative that when the surgeon was implanting a recon nail allegedly the set screw did not engage. The customer further reported that the threads on the screw did not appear to be normal. The customer reported that surgery was completed using a different screw.